Event description:
The user facility reported a 65-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support, despite excellent placement and best practices in securing the device, had the pump migrate to the aorta allegedly due to patient's anatomy. As a consequence, the pump had to be explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Based on the provided information, it was determined that the pump could not be re-advanced due to improper technique. It has been noted that the device should not be repositioned without a guidewire per IFU number 0550-9002. This report is being filed as part of a retrospective review of historical records.